Event description:
It was reported the insulin pump was alarming button error and unable to bolus. Battery was changed and device continued to alarm. Customer's blood glucose was 200 mg/dl. Customer's mother did not recall any significant events which may have caused the device to alarm. The device was not dropped, bumped, or exposed to moisture. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.